Manufacturer narrative:
The insulin pump was received with a severely cracked and bleeding display glass, cracked display window, cracked reservoir tube lip, cracked belt clip slot, loose and protruded drive support disk and scratches on the casing. The functional tests could not be performed, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests, due to the cracked and bleeding display glass.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Diagnosed diabetes ketoacidosis. Customer was experiencing nausea, vomiting, fruity breath and ketones. Caller stated that the paramedics were called. Customer also complained of rapid heartbeat. Hospital treated with IV drip, liquids and pain medication. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.